Event description:
It was reported, the patient was having an implantable neurostimulator (ins) replacement procedure at the time of the call. There was difficulty advancing the lead. No new lead was used. It was stated that the setscrew had been loosened. ¿all contact¿ with electrode 3 was measuring impedances that were greater than 4,000 ohms. Prior to the procedure, there was no issue with impedances. The ins replacement was scheduled because the previous battery was at end of service. About two weeks later, it was reported that ¿everything was taken care of¿ and the patient was ¿doing great.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3058 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type implantable neurostimulator product ID 3093-28 lot# v568714, implanted: 2010 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was confirmed that the lead did advance but electrode #3 did not show normal results. The doctor had not checked the notes prior to surgery and did not realize that electrode #3 had been damaged by past trauma (patient fell). Once that was realized the doctor said it was fine. The battery depletion was normal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).